Event description:
It was reported that the pt's pump had a low battery alarm and the catheter was found in the pump pocket, not in the intrathecal space. During the pump replacement surgery, the pt was asystole. The pt returned to normal cardiac rhythm; however, the physician elected not to proceed with the pump replacement. The pt recovered without sequela. The medication being delivered via the device system was not reported. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.

Manufacturer narrative:
(B) (4).